Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted a fractured outer coil approximately 19.5 centimeters from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited oversensing, no capture and pacing impedance measurements greater than 3000 ohms. A revision procedure was performed, and the lead was removed from service and replaced. No additional adverse patient effects were reported.